Manufacturer narrative:
(B)(4). The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a missing segments or partial display due to cracked glass. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments or partial display. No crack was found on the back of the pump along the battery side noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back side screen. No harm requiring medical intervention was reported. The device was returned for analysis.